Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the surgeon was unable to open the large suturecut needle driver after it was inserted into the patient. The surgical staff did not note any broken cables prior to insertion but once the instrument was removed, there were broken cables noted on the instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken grip close cable at the distal idlers. The idler pulley spins freely and was not damaged. Cable segment was sticking out at the instrument's wrist. Other cables at wrist were not damaged. Additional observations not reported by the customer were pulley and main tube damage. There were scratches found on the distal pulley. The distal end of the main tube had various scratch marks showing light material removal. Scratches were short in length and not axially aligned with the tube. Evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reportable malfunction, if to reoccur, could cause or contribute to an adverse event.